Event description:
Reportedly, after firing the eea, the surgeon had a difficult time extricating the instrument. When he finally did get it out he felt some tissues tear. No additional info. No pt injury.